Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Visual inspection found air ingress/air bubbles on the lcd touchscreen. A series of automated electrical and functional testing were performed, which the programmer passed without issue. A baseline evaluation was completed, where the unit failed due to the presence of multiple error/fault codes. While some of the codes could not be replicated, one could be replicated when a power cycle was conducted. A software reload of the solid-state drive was executed, and the code was no longer produced. This absolves hardware as an attributing factor to the error code and the root cause of these codes could not established during analysis. Additionally, the touchscreen was tested for functionality and calibration; no anomalies (besides the air ingress/air bubbles) were observed. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer had a frozen screen and was returned for analysis. No patient involved reported.

Event description:
It was reported that this programmer had a frozen screen and will be returned for repair. No patient involved reported.